Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with complete heart block and was fatigued and short of breath. The right ventricular (rv) lead had no capture in the bipolar configuration. The lead also had high impedance that had risen over the past year. The lead was capped and replaced. No further patient complications have been reported as a result of this event.